Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient was admitted to the hospital for exertional dyspnea and worsening orthopnea with abdominal pain. The patient was found to have endocarditis and a transesophageal echocardiogram noted suspect bacterial vegetation on the lead. The patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) was explanted and the lead remains in use. It was further reported that septic shock and cardiogenic shock occurred and the patient was transferred to the intensive care unit. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.